Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It was reported that the armada 18 balloon was prepared outside the anatomy but was not soaked in saline prior to use, only wiped down and ruptured at 16 atmospheres (atm). It should be noted that the pta, catheter, armada 18, electronic instructions for use (IFU) states: flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide wire access port prior to use. Additionally, inflation in excess of the rated burst pressure may cause the balloon to rupture. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement through the challenging anatomical conditions which was reported as having significant calcium and 90% stenosis, the outer surface of the balloon became compromised and/or damaged resulting in the reported balloon rupture. The reported IFU deviation/incorrect prep and inflation above the rated burst pressure does not appear to have caused or contributed to the reported balloon rupture. It is likely that the anatomical condition caused or contributed to the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The armada 35 referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that an armada 18 and an armada 35 balloon with prepared outside the anatomy but were not soaked in saline prior to use, only wiped down. The procedure was to treat a lesion located in the distal popliteal artery that had significant eccentric calcium and was 90% stenosed. After advancement to the lesion without issue, the armada 18 balloon ruptured during the first inflation at 16 atmospheres (atm). After advancement to the lesion without issue, the armada 35 balloon ruptured during the first inflation at 14 atm. There were no reported adverse patient effects and no clinically significant delay in the procedure. An armada 35 was used to complete the procedure. No additional information was provided.